Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient last used the ins in (B)(6) 2016 and the reason for not maintaining charge was unrelated to medical issue. The patient did not know he was in overdischarge on the day of the call. The rep could not interrogate with the patient on the day of the call, thus he was able to performed physician mode recharge (pmr) which got the device to power on reset (por). The ins was charged to half and they proceeded to clear the por. They tried to reprogram the patient but the implant battery then depleted. It was reviewed with the rep that depending on how long the patient had been in overdischarge, the battery could deplete quickly and that it would need to be reconditioned. The patient was going to check the battery status and charge fully. Additional information received from the rep reported that the patient had been charging regularly and his batter was holding a charge. Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included interrogating and analyzing the device which showed that the battery was dead. The ins battery was dead and they had tried to jump start 3 times and it would not charge. The patient was scheduled for a replacement in two weeks. They had been unable to determine why the device would not hold a charge. The patient had seizures that were unrelated to the spinal cord stimulator. After the patient&#38112;last seizure he did not recharge his device, which led to the overdischarge issue. Relevant medical history included: non-malignant pain, failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included reprogramming. The device was interrogated and the battery was discharged. Interventions included explanting and replacing the device. The etiology was reported as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.